Event description:
The customer reported that the insulin pump had blank display. Customer stated that her readings were really off and insulin pump would completely shut down. Customer stated had not been on insulin pump for a week. Troubleshooting was done. Customer's blood glucose was unknown. Assisted the customer to troubleshoot but still it was bank display. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with blank display, due to moisture damage on electronic assembly. Insulin pump received with cracked case on display window corners and cracked reservoir tube lip.